Manufacturer narrative:
The manufacturer previously reported an allegation of a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient has indicated being treated for a persistent, recurring cold and nasal inflammation. The patient is receiving cortisone. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no distinct wear, tear, or contamination on the enclosure. Examination of the ac and dc power cables found evidence of crimping, no exposed conductors or tears in cable sheaths. The manufacturer visually inspected the device internally and found minimal dust contamination in the blower. No evidence of sound abatement foam breakdown was observed, and the foam appears intact. The manufacturer verified the units do power-up, provide flow. The manufacturer concludes there was no evidence of sound abatement foam degradation but dust contamination was observed in the blower, which is consistent with being related to the environmental conditions. Section d4 updated/corrected in this report.

Event description:
The manufacturer received information alleging that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient has indicated being treated for a persistent, recurring cold and nasal inflammation. The patient is receiving cortisone. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.